Manufacturer narrative:
Continuation of d10: product ID neu unknown lead serial# unknown product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported after the trial the representative consulted with tech support and the physician decided to leave the leads where they were while they were on the operating table. The x-ray looked great and they knew if they got out of the or and the leads were still able to achieve stimulation then they could pull them. However, once the patient got to pacu, they received great impedance measurements and excellent stim coverage. The physician decided the issues were attributed to the patient's anatomy and them being in a prone position. The patient ended up having a successful trial and went on to implant.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu unknown lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). Caller states they are placing a trial system today and are getting consistent impedance issues. Caller states current impedance value tests show between 1850-13980 ohms. Caller notes they have replaced the leads, replaced the wens, swapped the 0-7 and 8-15 ports, confirmed placement of the leads, confirmed leads seated in the wens but the impedances remain the same. Agent reviewed considerations. Caller and doctor will continue to evaluate, not all sr info gathered as caller was in the middle of the case.